Event description:
It is reported that while inserting the articular surface, the inserter snapped off the tibia baseplate and fractured the tab off the inserter.

Manufacturer narrative:
Evaluation summary: fracture of this device can be caused by excessive force when improperly inserting the articular surface. Without additional information an exact cause cannot be definitively determined. Evaluation: as returned, the tip of the articular surface inserter is fractured and was not returned for review. The device has a potential field age of approximately 11 years and has been used an unknown number of times during this period.